Event description:
Alleged the bed would slowly migrate out of the brake position after the brake was set. Brakes not holding.

Manufacturer narrative:
The hill-rom field technician replaced the brake detent to repair the bed. Mod 373 is a field corrective action which replaces the brake detent assembly. This failure occurred following the correction of this unit.